Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it has been reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair an ankle fracture, the tip of the sharp hook broke while reducing the fracture. The broken tip fell outside of the patient and the surgeon was able to retrieve the broken tip. The surgeon used another instrument to complete the procedure. There was a two minute surgical delay. No additional medical intervention required. Standard x-rays were taken unrelated to the breakage of the sharp hook. The procedure was completed successfully. This is report 1 of 1 for (B)(4).